Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to a bacterial infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.